Manufacturer narrative:
(B)(4). Batch unknown. Investigation summary: the analysis results found that one ec60 device was returned with the firing mechanism damaged and with an ecr60g reload present. The reload was received partially fired 1/2. No functional test was performed due the condition of the device. Event could not be confirmed as the device opened and closed without any difficulties noted. The device was disassembled to verify the condition of the internal components and the pin pawl was noted to be not properly flared, causing the firing mechanism not to properly operate. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown a manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during the thoracoscopic right upper lobectomy surgery, could not open the jaw. Used another device to cut the tissue and removed the device. There was no patient consequence reported. No additional information can be provided.